Manufacturer narrative:
The information provided on this report is additonal information received and not included in the initial report.

Event description:
It was reported by customer's spouse the cause of death. Customer's spouse stated he believes it was a low blood glucose event. Customer was not hospitalized. Customer passed away at home. Customer's spouse mentioned the cause may have been atherosclerosis. Customer's spouse stated is unknown the cause of death, but she had gastroparesis. The customer had diabetes complications, eye issues and neuropathy. Customer's spouse stated the customer was found unresponsive. He mentioned she had a standing order for glucagon pen and he gave her a shot. The customer's blood glucose was 75mg/dl, after she had passed away. The customer was wearing insulin pump at the time of death. Customer's spouse removed insulin pump after he found her unresponsive. The customer did not use sensor. The blood glucose reading was unknown. Nothing further reported.

Event description:
The patient financial services notified of a customer's death. The next of kin was later contacted and they stated that they were at work and could not speak at the moment. More attempts will be made to contact the next of kin at a later time. The only information obtained was that the customer was on insulin pump therapy at the time of death and the possible cause of death was low blood glucose. No further information is available at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump did not have a battery when received. The device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery test. The device had minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, and a missing end cap sticker. No data available due to the device was received without a battery installed.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.